Event description:
It was reported that a continu-flo solution set leaked at the valve (clearlink) closest to the chamber; the leak was observed between the injection site (clearlink) and tubing. This was observed once fluids (decadron) were started on the pump during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A pressure test and clear passage under water were performed, and a leak in the second y-site clearlink was observed. An autopsy was performed in the second y-site clearlink, and a hold in the gland was observed. The reported condition was verified. The cause was determined to be related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.